Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/24/2024, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the aro (B)(6)2024. On (B)(6)2024, it was reported by the parent that the pediatric patient experienced skin reaction which occurred 3 days after the sensor had been inserted in the arm. The patient experienced itching, burning, rash, redness, inflammation, heat, and infection extended beyond the patch perimeter. The sensor was removed due to itching. About a day later, there was a red ring that extended beyond where the over patch was. The family drew a circle around it. The next day, the redness spread beyond the circle. The family took her to her pediatrician. During the consultation, they assessed the site and prescribed bactrim. The patient was in good condition at the time of report. No additional event or patient information is available.